Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination using a borescope and no issues were observed relating to clogging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter one device was clogged so that the passage of blood was obstructed. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: investigation summary: the customer sent samples for investigation, but the shipping carrier lost the shipment before it was delivered to bd. Therefore, 10 retention samples from bd inventory were evaluated by visual examination using a borescope and no issues were observed relating to clogging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter one device was clogged so that the passage of blood was obstructed. There were no health consequences or impacts reported.